Event description:
Consumer called to report susoected high bolld reading. Patient did not perform control test before carrying out blood test. The reading they received on the strip from lot# 4071601 was 250 mg/dl. But the reading they received on the strip from lot# 5012401 was 174 mg/dl. Patien reported slight drowsness after adnimistration high dose of insulin. There was no other adverse reaction. At the time of reporting they felt no symptoms. We discussed the proper procedures for performing the test with control solutions and issues call tag to retrieved the hotter of strips htey have the pickup # is 997333350037523. They sent back two bottles of strips. One meter, one pouch and I control solution as replacement.